Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered. There have been no reported negative clinical consequences for the patient. As in all cases of cryocyte bag breakages during storage, there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. (B)(6) medical director. We have evaluated the complaint and have determined that it is consistent with breakage investigated in a corrective and preventive action record (CAPA # (B)(4)). The lot reported was manufactured before corrective actions were implemented; therefore evaluation of the complaint sample is not necessary. (B)(4) was initiated to address this issue. As a result of multiple analyses, the two contributing root causes were identified as: nitrogen ingress through the ports resulting in breakage when nitrogen gas expands during thawing leading to a brittle fracture, and customer usage variability. The following process improvements were initiated: minimizing manufacturing variability through "mistake proofing", and minimizing customer usage variability by clarifying the "instructions for use" through label copy improvements. However, it must be noted that routine complaint monitoring has revealed a decrease in the field complaint rate before any actions were implemented. (B)(4) was closed on (B)(4) 2009. Complaint monitoring will be conducted to identify complaints for lots produced post corrective action. This product is end of life. This is the first complaint of this nature received for this product lot. This complaint will be kept on file for trending purposes.

Event description:
Cord blood unit (B)(4) was procured from auscord - bmdi cord blood bank by the bone marrow transplant coordinators through the abmdr for infusion into a recipient at the hospital. The bag was inspected upon arrival on (B)(6) 2010 (was not removed from the cassette during inspection), during which an air bubble appeared to be visible within the unit. It was stored in the provided cassette and placed into a bag tower in vapour phase liquid nitrogen. An ampoule of cells was supplied for the required testing so the bag was not disturbed again until it was removed for infusion. Upon removal from the dry shipper, crackling could be heard from the bag. The bag was placed into a waterbath at 37c at which time the bag immediately "exploded" with a bang; vapour was produced from the waterbath to the extent where the bag could not be seen. The bag was removed from the waterbath and immediately placed into a secondary bag so that the damage could be assessed. An attempt was made to clamp the bottom and side of the bag with sterile haemostats to prevent complete loss of the contents. The rupture of the bag occurred along both the base and side of the bag. Cord blood was sprayed onto the adjacent wall and equipment in the vicinity of the waterbath. The senior consultant on the ward decided that none of the cbu was salvageable. The transplant was a dual cb transplant. A replacement cbu unit was sourced from another cord blood bank and this was successfully infused into the recipient on (B)(6) 2010. The bag in which the cord blood unit had been stored was a baxter 250 ml cryocyte bag. The bag was collected and stored in (B)(6) 2004. There was patient involvement, however, no patient injury or medical intervention was reported. Patient outcome: no ill effects to date, awaiting engraftment.